Manufacturer narrative:
(B)(4). The actual device was not available. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Biological evaluation including acute toxicity testing, pyrogen testing, intradermal testing, and hemolysis testing were performed on retention samples. This testing found no abnormalities. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A hemodialysis patient experienced an allergic reaction related to an exeltra dialyzer. One and a half hours into hemodialysis therapy, the patient manifested a sharp decrease in blood pressure, tachycardia, diaphoresis, shortness of breath, inability to express words, chills and some chest pain. The therapy was stopped and the blood in the circuit was returned to the patient. The rapid response team was called and no treatment was given on site for the event. The patient was transferred to the emergency room (ER). Treatment in the ER was unknown. The patient also noticed later that night that skin was sloughing off of their hands and feet. The patient was referred to an allergist and testing was not reported. The patient has not performed dialysis since the event. At the time of this event, the patient had recovered from the event. No additional information is available.